Manufacturer narrative:
Analysis was performed on the returned device. The reported no obvious blood flow from the marker lumen was not confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined that the reported obstruction of flow and unexpected medical intervention appear to be related to operational context. It is likely that under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle is due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, there was no obvious blood flow from the marker lumen when the proglide device was positioned in the artery. The sutures of two new proglide devices were successfully pre-placed in the left common femoral artery. The sutures of one proglide device were successfully pre-placed in the right common femoral artery. The sheath in the left common femoral artery was upsized to an 18f sheath and the interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures in both access sites. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.